Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter became fractured. A direxion hi-flo microcatheter was selected for use. During procedure, it was noted that the catheter was not responding to the torque and was then removed from the patient's body. However, it was noted that the proximal shaft of the catheter was fractured and had a shredded appearance upon removal. The entire catheter was removed successfully and nothing was left inside the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. Device evaluated by MFR: the device was returned for analysis. The returned product consisted of a direxion micro-catheter. The shaft was microscopically inspected. The device showed damage in the form of a fractured shaft in 1 location at 31.8cm from the hub. The device was not completely separated as the inner liner was still intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.